Manufacturer narrative:
(B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified pediatric heart surgery involving placement of a stent graft, the side arm of a performer mullins guiding sheath came loose from the hub and leaked contrast. Contrast was injected when the stent position was controlled. Because of the position of the stent, the sheath was not replaced. Per the reporter, the user fixed the leak and the procedure was completed. There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an unspecified pediatric heart surgery involving placement of a stent graft, the side arm of a performer mullins guiding sheath came loose from the hub and leaked contrast. Contrast was injected when the stent position was controlled. Because of the position of the stent, the sheath was not replaced. Per the reporter, the user fixed the leak and the procedure was completed. There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook in a used condition. During functional testing, a leakage could not be recreated, but the black label moved. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instruction for use (IFU) provides the following information to the user related to the reported failure mode: sheath introduction: ¿using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that component failure unrelated to manufacturing contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.